Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03111. The pt reported experiencing pain at the scs ipg pocket site. The pt also alleges there is a scar on the side of the scs ipg pocket site and that her implant site is bruised. Additionally, the pt states that coverage was never effective. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.